Event description:
The reporter stated the surgeon inserted an aq2010v silicone three piece lens and the trailing haptic tore off as the lens was being inserted. The lens was removed with no patient injury.

Manufacturer narrative:
Brand name: silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). (B)(4). Evaluation, method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Evaluation of the returned product found the lens optic torn into two pieces. A piece of the lens optic and one haptic were torn off and missing. There was evidence of clear surgical residue. Conclusions: (no conclusion can be drawn) - based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).